Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer reported to the technical support engineer (tse) that non-intuitive motion occurred on universal surgical manipulator (usm) 1. The tse did not find any related errors. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised the customer to reinstall the instrument and sterile adapter in an attempt to resolve the reported issue. The customer would call back if additional troubleshooting was needed. No site visit was conducted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use with no damage observed. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while attempting to manipulate instruments from the surgeon console. The failure was not related to an inability to move the instrument at all. The instrument moved in the intended direction; however, the timing felt delayed. There was no shakiness and/or friction experienced/observed. The issue was persistent or intermittent. The surgeon did not complain about the delay from the mid part of the procedure. So, it might have been resolved. The drape was not returned. There was no injury to the patient. The probable root cause is attributed to improper customer setup. Based on tse notes, the system issue was due to a loosely connected, improperly seated, or disconnected part instrument and sa.